Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery twenty six times in a span of two days. The customer's blood glucose level was 194 mg/dl at the time of the call. The customer stated that they had no bent cannulas and had tried all remedies to try to resolve the issue. A replacement insulin pump was sent to the customer.